Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted igbts allowed high voltage to travel to low voltage circuitry. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the montior failed incoming testing.